Event description:
The customer reported the patient was admitted on (B)(6) 2025 for elective surgery with a diagnosis of pancreatic head neoplasm, at witch time a nasogastric enteric tube was placed ( dobbhof w/ 12fr enfit ). On (B)(6) 2025, the patient presented with regurgitation of feeding through the feeding tube aspiration tube levin type. The sne was positioned in the jejunal loop when it ruptured, and through an endoscopic exam its distal end was removed. It was located in the proximal third, 19cm from the upper dental arch, past cricopharyngeus. Per additional information provided on (B)(6) 2025, the patient was using both types of tubes together, sne - dobbhoff/ levine in the stomach.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the patient was admitted on (B)(6) 2025 for elective surgery with a diagnosis of pancreatic head neoplasm, at witch time a nasogastric enteric tube was placed (dobbhof w/ 12fr enfit). On (B)(6) 2025, the patient presented with regurgitation of feeding through the feeding tube aspiration tube levin type. The sne was positioned in the jejunal loop when it ruptured, and through an endoscopic exam its distal end was removed. It was located in the proximal third, 19cm from the upper dental arch, past cricopharyngeus.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A physical sample was not returned for investigation, but photos were provided. The photos were evaluated, and the reported condition was observed. As part of the investigation all processes and controls were reviewed and found to be correctly followed. There were no abnormal conditions found that could trigger the observed condition. Based on all available information, the root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.